Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 6. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled the power off and on to system error 2367 occurred, cycled the power off and on to press go to start prompt. The tsr explained the alarms and the hp stated no sign of wet lines or leaks spare line clamps closed. The hp did not disconnect from therapy. The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis registered nurse next morning. The hp to finish tonight's therapy manually. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated for that evening they just ended therapy for the night. The hp stated they continued with therapy in the morning by doing a manual exchange. The hp stated that they checked the supplies before and after the use and they did not notice anything unusual about them and does not know what caused the alarm. The hp stated that they no longer have samples available for evaluation, and cannot recall the lot number of the supplies. The hp stated they called their nurse before they called baxter, and the nurse was the one who suggested contacting baxter. They stated during their recent clinical visit, there were not negative problems noted due to the reported problem. The hp stated therapy has been going okay since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.